Manufacturer narrative:
(B)(4). Date sent: 9/21/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colon procedure the device locked out on tissue. The surgeon rejected troubleshooting assistance from the sales rep and used a competitor's device to cut the tissue around the ethicon device to remove it from the patient. Later in the procedure a surgical technician successfully used the reverse button to remove the device from the tissue it was stuck on. Procedure was completed with the competitor's device. There were no patient consequences reported.